Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using the contour next link meter with in-house contour next test strips and in-house contour next control solution from lot # 9bv2g36, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the contour next meter, contour next test strips an contour next control solution from lot # 9bv2g41 for evaluation. However, the returned test strip bottle encompassed remnants of smeared dried blood inside the bottle. The returned test strips also had obvious blood stains smeared all over the three returned test strips. The reagent on the returned test strips had depleted and therefore were not suitable for testing during the investigation. An in-house testing was performed using the returned meter with in-house contour next test strips and returned control solution, which gave satisfactory performance. All readings obtained during in-house testing were properly marked in the meter's memory. The additional information provided in the first supplemental report belongs to report # 1810909-2019-00422. Please disregard the information in the first supplemental report.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer ran a control test and obtained a reading of 122 mg/dl on the contour next meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. A replacement meter kit was sent to the customer.